Event description:
The lead was implanted on (B)(6) 2005. Atrial lead showed sensing of around 0.3/0.4 mv and threshold of around 9.5 v/0.50 ms. Physician advised to put in a new lead. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).